Manufacturer narrative:
(B)(4). The lot number was not provided; therefore a batch review cannot be conducted.the sample was discarded. Should additional information become available, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). A patient reported a check heater line alarm near the start of fill 1 that was not resolved using standard troubleshooting practices. After ending therapy it was noted that there was air in the cassette behind the door. The air occluded fluid flow through the cassette to cause the alarm, but the root cause or source of the air is not known. No disposable defects were reported. The sample was not returned to baxter for evaluation and the lot number was not provided so it was not possible to review manufacturing records. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The customer contacted baxter's technical service center regarding a check heater line alarm, which occurred on the homechoice (hc) during use during fill 1. The fill volume (fv) equaled 12ml. The baxter technical service representative (tsr) had the registered nurse (rn) check the setup and found no kinks, closed clamps, or air in the line. The tsr helped the rn with ending the therapy and had the rn open the door. There was air found in the cassette behind the door. The tsr helped the registered nurse (rn) with manually priming to purge the air from the setup. The registered nurse (rn) then bypassed the initial drain to restart fill 1. There was patient involvement but no serious injury or medical intervention was reported. Product surveillance contacted the nurse (rn) on (B)(6) 2011 regarding the reported problem. The rn stated the patient was fine and did not provide any further information.